Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the experienced harvester was using the c-ring in the distal segment of the leg near the ankle and noticed the c-ring had separated (broken) in the center of the ring. After the harvester noticed the separation, he immediately retracted the c-ring into the harvest cannula and removed it from the patient. He then opened a new device and proceeded with harvesting the saphenous vein. The harvester visually inspected the leg for any foreign material which he and the surgeon determined that there was not any portion of the device remaining. The surgeon ordered an x-ray to be taken at the end of the case to ensure that no material was in the leg. The result of the x-ray was negative. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed in the cannula ad the c-ring. The c-ring was transected. The scope wash tubing and c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. The plastic c-ring on the cannula was observed to be melted and cut in longitudinally between the flanking curved areas. Based on the return condition of the device as returned, we are able to confirm the reported complaint "break, cannula c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the experienced harvester was using the c-ring in the distal segment of the leg near the ankle and noticed the c-ring had separated (broken) in the center of the ring. After the harvester noticed the separation he immediately retracted the c-ring into the harvest cannula and removed it from the patient. He then opened a new device and proceeded with harvesting the saphenous vein. The harvester visually inspected the leg for any foreign material which he and the surgeon determined that there was not any portion of the device remaining. The surgeon ordered an x-ray to be taken at the end of the case to ensure that no material was in the leg. The result of the x-ray was negative. The hospital did not report any patient effects.